Event description:
Fill volume: 550ml. Flow rate: 8ml/hr. Procedure: asku. Cathplace: asku. Infusion started: (B)(6) 2015. Infusion ended: (B)(6) 2015 at 1030. It was reported that a pump's infusion ended sooner than expected. The infusion was expected to end on (B)(6) 2015 at 1200. No patient injury occurred. The device is reported as unavailable for return.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The instructions for use (IFU) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. "Flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). The amount of medication over the therapeutic period and delivery time can vary by as much as 20%. Take this variance into consideration when determining medication delivery." "Delivery accuracy: when filled to the labeled volume , select-a-flow* device delivery accuracy is ±20% of the labeled rates when infusion is started 0-8 hours after fill and delivering normal saline as a diluent at 22°c/72°f." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.